Event description:
Healthcare professional reported "deflation". Later healthcare professional reported "ruptured saline breast implant". This record is for left side. Device was explanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-18084. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.